Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 158 mg/dl. The customer did not recall any significant events leading to the alarm. Customer did mention that it was hot and the insulin pump could have been exposed to sweat. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Minor scratched display window, cracked on lcd window at bottom right side corner, cracked case at display window corners and cracked reservoir tube lip noted.